Manufacturer narrative:
The insulin pump was received with intermittent button response due to moisture damage keypad trace. Numbers do not ramp up on its own or scroll bar moving with no input. The insulin pump had minor scratched lcd window, cracked case near the display window corners, cracked battery tube threads, cracked reservoir tube lip, cracked reservoir tube and broken belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
It was reported that the numbers were ramping or the scroll bar was moving up or down with no input from the user. Customer's blood glucose was 132 mg/dl. Customer will be sent a replacement pump. Customer stated that the issue happened during normal use. Customer was asked verbally and in written form to return the pump for analysis.